Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section for report submission date and b6 to report device evaluation results. Updated for awareness date and for report type and follow-up number. Updated for follow-up type, h3 for device evaluation status, h6 method, result and conclusion codes and for device inspection.

Event description:
Per complaint (B)(4), a hex drill for a handpiece and hand tool was stuck on a patient's dental implant during initial placement. The implant was removed in order to remove the hex drill. The patient did not have adequate bone for a larger implant: the procedure was not completed within the same visit.